Manufacturer narrative:
The study of xiong chao [1] reports one hip with dislocation at the upper posterior part of the joint, involving a sl-plus cementless femoral stem. For this complication, closed manual reduction was performed. In this paper a total of 14 hips were discussed. There is a reported dislocation of the sl stem. The part and the batch number of this device are not known. Therefore, the batch record review and a complaint history review could not be performed. The device labeling were reviewed, the IFU (lit. No. 12.23 ed. 05/16) identifies dislocation as a known possible side effect resulting from a hip arthroplasty. The severity and the failure mode are covered through our risk management. As no device was received for investigation, a visual inspection could not be performed. No patient information nor any other medication documentation was provided. Therefore, a thorough medical investigation could not be performed. Based on our investigations the failure mode cannot be confirmed and the root cause of the problem stays undetermined due to insufficient information. To date, no further actions are deemed necessary. Smith and nephew will monitor the devices for further similar issues. [1]: xiong chao; clinical comparative study of the efficacy of hip resurfacing and total hip replacement; graduate school of tianjin medical university may 2014, master dissertation.

Event description:
Scientific publication, author: xiong chao, "clinical comparative study of the efficacy of hip resurfacing and total hip replacement". It was reported that there was 1 hip with dislocation at the upper posterior part of the joint, involving sl-plus cementless femoral stem. For this complication, closed manual reduction was performed. In this paper were discussed a total of 4 hips.